Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
He was very worried about this case and cannot predict any potential symptom in the future. The drill bit broke while being used to remove old implant. The piece fell into the patient and could not be located for retrieval.

Manufacturer narrative:
Additional narrative: update october 20, 2016: complaint sample received at (B)(4). Examination of the submitted drill confirmed the fracture at the flute location. The remaining flute cutting edges are dulled. The fracture of the drill is consistent with torsional shear overload. The exact cause of the overload could not be identified; however, it appears that continuing to use the drill after the cutting edges had become dull could have contributed to the overload. A two-year complaint database search finds no additional reports against the complaint sample product code. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.